Event description:
It was reported that the asymptomatic patient had presented to the clinic for a normal follow-up and the clinician discovered there was intermittent capture on the ventricular lead. Undersensing was observed on stored egms for non-sustained lead noise episodes. The device was reprogrammed to increase the pacing output. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.